Event description:
Family member called lfs in 2001 to report the customer's ot basic meter was reading inaccurately. This was documented by ccr. The customer is testing the customer's blood 2 times a day. Ccr is writing this as a medical complaint due to the difference of 100 points between the readings.